Manufacturer narrative:
Unit passed self test. Unit received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify an error in the motor was detected by reading unexpected value from hall sensor due to pump error 38. Unit tested outside the pump and received no motor movement or negligible movement. Retries to free a stuck motor failed at rewind. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had several insulin pump error alarms. Customer reported that they were able to clear but not able to rewind the insulin pump. Customer was able to rewind but after the rewind was complete it takes back to rewind loop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.